Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred. It was reported that after inserting the carto vizigo¿ 8.5f bi-directional guiding sheath - small into the body, and removing the dilator, the hemostatic valve was not functioning, as there was blood leaking back. The sheath was replaced and the issue was resolved. The carto 3 system was operating per specifications and was not responsible for the product issue. The sheath has been determined to be the root cause of the complaint reported. The procedure was continued. There was no report of patient consequence nor extended hospitalization. The hemostasis valve (gasket) did not appear to be broken. It did not detach from the sheath. No air entered the body. The event did not require percutaneous or surgical removal. Minor blood return was observed (20ml) and the hemodynamics was not compromised. No medical intervention was required. The reported issue was assessed as an MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Initially the event was assessed as a hemostatic valve separation issue. The bwi product analysis lab received the device for evaluation on (B)(6) 2020 and during the device investigation it was observed on (B)(6) 2020 that the sheath was returned in the condition reported as the hemostatic valve appears dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. Device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred. It was reported that after inserting the carto vizigo¿ 8.5f bi-directional guiding sheath - small into the body, and removing the dilator, the hemostatic valve was not functioning, as there was blood leaking back. The sheath was replaced and the issue was resolved. The hemostasis valve (gasket) did not appear to be broken. It did not detach from the sheath. No air entered the body. The event did not require percutaneous or surgical removal. Minor blood return was observed (20ml) and the hemodynamics was not compromised. No medical intervention was required. The procedure was continued. There was no report of patient consequence nor extended hospitalization. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).